Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. In addition, the images have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinically relevant information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Zhu, z. D., xiao, c. W., tan, b., tang, x. M., wei, d., yuan, j. B., & feng, l. (2021). Tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients. Orthopaedic surgery, 13(1), 244-252. Doi: 10.1111/os.12915.

Event description:
On the literature article named "tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients", it was reported that, after cannulated screws screw had been implanted on 2 patients, after internal fixation surgery assisted with tirobot-surgery robot to treat an unilateral femoral neck fracture with the insertion of three 7.3mm diameter cannulated screws, 2 patients reported delayed reduction of the fracture which later led to the development of avascular necrosis on the femoral head. Further details on how was this adverse event treated are unknown.